Event description:
It was reported that during a da vinci-assisted surgical procedure, a maryland bipolar forceps instrument had a cable that was frayed. The procedure was completed. No reported known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information: the instrument was inspected prior to use and there was no damage seen. There was no functional issue observed on the instrument during last procedure usage and, the instrument did not collide with any other instruments. A different maryland bipolar forceps instrument was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable at the yaw pulley. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Additional observation(s) not reported by site: the instrument was found to have damage of the conductor wires insulation at the yaw pulley. There was material missing and the conductor wire was exposed, but not fully broken. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. Components adjacent to the damaged wire insulation show damage and the instruments grip cable was frayed.